Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump was damaged at reservoir o ring. The customer¿s blood glucose level 150 mg/dl. Customer reported that the insulin pump was cracked. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.